Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3130 showed two other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when the catheter was inserted, a damage was found with the lateral side of the light purple transparent extension tubing, which was about 5cm away from the three-way valve.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. A split was observed in the extension leg tubing of the catheter approximately 0.75 cm proximal to the suture wing hub. A microscopic observation revealed the split to be mostly straight with distinct edges. Striations were observed on the surfaces of the split, which were found to be flat and lustrous. The characteristics of the split observed in the returned catheter are indicative of damage caused by a sharp bladed instrument such as scissors or a scalpel. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was inserted, a damage was found with the lateral side of the light purple transparent extension tubing, which was about 5cm away from the three-way valve.